Event description:
Boston scientific received information that left ventricular (lv) lead was explanted due to dislodgment. The dislodged lv lead may have moved to a spot that possibly caused diaphragmatic stimulation. This lead was successfully replaced with a new lv lead. No additional adverse patient effects were reported. Additional information received from the field representative confirming that left ventricular (lv) lead dislodgment was due to patient's anatomy which cause the lv lead to exhibit diaphragmatic stimulation. This lv lead was successfully replaced with a new lv lead. The new lv lead had measurements that are considered normal value set for the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product analysis confirms device met specifications. Visual observation could not confirm the allegation of lead dislodgment that possibly caused diaphragmatic stimulation. Dried body fluid was noted in the lead lumen; however there is nothing visually wrong with the lead that would cause a dislodgment and stimulation. No other test was performed.